Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed that noise on the atrial lead. Noise on the lead has been detected in previous visits and was due to and insulation anomaly. The physician decided to monitor the lead to avoid risks associated with lead replacement. Patient was stable throughout the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received noted that the patient presented in clinic. Device interrogation revealed that the atrial lead continued to over-sensed noise that caused mode switches and had low impedance alerts. The patient was stable and would be monitored.